Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2016 with the following findings: during testing, no damage was found to the returned cartridge cap; the cap was able to attach to the pump. The cartridge compartment was observed to be cracked; no moisture was observed in the compartment. The pump failed a leak test at the cartridge compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was reported that the cartridge compartment was damaged and the cap was unable to attach to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.